Event description:
During an atrial fibrillation ablation procedure using a contact cool path duo ablation catheter, a pericardial effusion occurred. The physician advanced the contact cool path duo catheter and a reflexion spiral catheter into the left atrium and created geometry with "ensite navx." Ablation of the left pulmonary veins was completed with the contact cool path duo catheter. The physician was completing an ablation line in the upper left atrium when the patient became hypotensive and developed a rapid ventricular tachycardia. Cardiopulmonary resuscitation followed by cardioversion converted the patient to sinus rhythm. An ultrasound confirmed a pericardial effusion and the physician performed a pericardiocentesis, which stabilized the patient. The physician performed a second pericardiocentesis a few days later and implanted a permanent pacemaker. The patient's current status is listed as fine.

Manufacturer narrative:
One contact cool path duo catheter was returned for evaluation. The catheter met steering force and curvature specifications and passed all functional testing. The device also met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation is unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.